Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 8-nov-2016, an fse visited the customer facilities, replaced the computer, and verified its proper operation. The fse updated the software to the current version. Verified that alignment macros run with no errors. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a computer hard drive failure.

Event description:
On (B)(6) 2016, a customer reported a software issue with their aia-2000 analyzer where the software crashed, and did not recover or work. The customer was unable to run fsh, e2, beta-hcg, prog and prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of fsh, e2, beta-hcg, prog and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.